Event description:
Hospital advised that the system alarmed and displayed an error while infusing to a patient. The pump module stopped infusing when this occurred. Error code 26-27-791 was found in this error log by biomedical engineering department. Infusing. This occurred in the neuro critical care unit. There was no patient consequence.